Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that intraoperative impedances showed greater than 10,000 ohms when tested at 0.7v but then they went to 4000-6000 ohms when tested at 1.5v. Impedance contacts were very erratic. The rep then tested the multi-lead trialing cable (mltc) with impedance still less than 10,000 ohms when tested at 1.5v but there was no similarities in contacts showing high . It was asked if there were any antibiotic solutions or saline solution in the pocket which the rep stated that none was used. It was suggested stimulation for a few minutes to see if they saw those contacts some down in value. There were no medical symptoms reported. The rep was in the or and did not have time to answer further questions. Additional information received from the rep reported that impedances were below 10,000 at .7v when checked in post-operations. The patient had scheduled follow up appointment in two weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the impedances returned to normal range and that that paresthesia was perceived. The patient was receiving effective therapy.